Event description:
Severe laryngeal swelling [laryngeal oedema] case description: spontaneous report, 2001060373us: this report is in response to the gelfoam recall. A physician reported a pt received gelfoam for vocal cord paralysis (unapproved indication). After injection of gelfoam into the larynx, the pt experienced severe laryngeal swelling for which the pt was hospitalized and required treatment. The physician reported this event as a possible hypersensitivity reaction. The pt fully recovered. No further info was reported. Follow up received 6/27/2001: the physician reported that treatment included IV steroids, specifically, decadron. Also, the pt was hospitalized two days longer than would normally be required. The pt reiterated that the pt fully recovered and the desired outcome was achieved. Case comment: a physician reported a pt developed laryngeal edema after an injection of gelfoam for vocal cord paralysis. Vocal cord medialization by type I medialization thyroplasty; arytenoid adduction; or injection of polytef, gelfoam, or collagen in the vocal fold, may result in improved cough and voice and reduce or eliminate aspriation for pts with impaired vocal cord motion. This is an off-label indication of the use of gelfoam. Laryngeal swelling could have been the result of trauma or inflammation following surgical manipulation, a foreign body reaction, or a hypersensitivity response. This clinical event occurred in a reasonable time sequence to placement of the gelfoam but can also be explained as a complications of the procedure itself. Causality is possible.